Event description:
It was reported that a carelink transmission showed an electrical reset occurred. There was indication that the patient needed to be brought into the clinic because reprogramming was necessary to clear the reset and reprogram appropriate parameters. The device remains in use. No patient complications have been reported as a result of this event. Further information was received indicating that the patient had radiation therapy.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a carelink transmission showed an electrical reset occurred. There was indication that the patient needed to be brought into the clinic because reprogramming was necessary to clear the reset and reprogram appropriate parameters. The device remains in use. No patient complications have been reported as a result of this event.